Manufacturer narrative:
(B)(4). The product was visually inspected in the laboratory of the manufacturer. No clots or other abnormalities were detected. The product was tested for its performance according to lv009 with the following results: the co2 transfer rate passed the acceptance criteria. The o2 transfer rate passed the acceptance criteria. A DHR review was performed; there were no references found, which are indicating a nonconformance of the product in question. Thus the reported failure "co2 increased across the oxygenator" could not be confirmed. The oxygenator in question operates within mcp specifications for it's gas exchange behavior. Additionally during testing it was observed that the product did not pass the pressure drop value at the highest flow rate of 7 l/min. The pressure drop was within the range at 0,5 / 2 / 4 l/min flow rate. No continuous pressure increase was observed during testing. The pressure was stable. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation.

Event description:
Ref.: #(B)(4), customer ref.: (B)(4).

Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "co2 increased across the oxygenator but it was oxygenating very well" (B)(4).